Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture by the right ventricular automatic threshold (rvat) test. Technical services (ts) recommended programming options. This lead remains in service. No adverse patient effects were reported

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.